Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the electrode into the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). The electrode was able to be inserted into another s-ICD successfully. This s-ICD was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies; no obstructions were seen in the barrel. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. An electrode was able to be fully inserted into the lead barrel with no difficulty. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.